Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and placenta praevia ('placenta plevia') in an adult female patient who had essure (batch no. 910507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, depression, bleeding genital, anorexia, chronic diarrhea, nausea, abdominal bloating, ovarian cyst and dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleeding / blood clots"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and fallopian tube cyst ("tube cyst"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), ovarian cyst ("ovarian cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and placenta praevia (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2010 salping. (Unilateral)/salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain had not resolved, the pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, ovarian cyst, vaginal haemorrhage, fatigue, placenta praevia and fallopian tube cyst outcome was unknown and the genital haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube cyst, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, placenta praevia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),gen. Abnormal bleeding discrepancy noted: patient still suffer from abnormal bleeding and pelvic pain as per pfs- date(s) of removal: 2010 unilateral salpingectomy, (B)(6) 2013. Insertion: (B)(6) 2009, (B)(6) 2012. Implant: date: 13mar2012 (as per mr). Bilateral- 2coils right and left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Lot number: 910507, manufacturing date: 2011-10, expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2021: pfs and mr received : event "tube cyst", reporter added, rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 910507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she does not undergo any essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleeding"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), ovarian cyst ("ovarian cysts") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery ((B)(6) 2010 salping. (Unilateral)/salpingectomy (one side removal of fallopian tube)). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, ovarian cyst and vaginal haemorrhage outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),gen. Abnormal bleeding as per pfs- date(s) of removal: 2010 unilateral salpingectomy. Most recent follow-up information incorporated above includes: on 14-dec-2020: pfs received. Fu 5 and fu 6 were processed together. Events abnormal bleeding (vaginal) and she does not undergo any essure confirmation test were added. Outcome of the event "gen. Abnormal. Bleeding" and rcc was updated. Event genital haemorrhage seriousness criteria updated as non-serious. On 15-dec-2020: mr received. Fu 5 and fu 6 processed together. Reporter information and lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 910507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she does not undergo any essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleeding"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), ovarian cyst ("ovarian cysts") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery ((B)(6) 2010 salping. (Unilateral)/salpingectomy (one side removal of fallopian tube)). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, ovarian cyst and vaginal haemorrhage outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),gen. Abnormal bleeding as per pfs- date(s) of removal: 2010 unilateral salpingectomy. Lot number: 910507, manufacturing date: 2011-10, expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy') and placenta praevia ('placenta plevia') in an adult female patient who had essure (batch no. 910507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 3, depression, bleeding genital, anorexia, chronic diarrhea, nausea, abdominal bloating, ovarian cyst and dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleeding"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), ovarian cyst ("ovarian cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and placenta praevia (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2010 salping. (Unilateral)/salpingectomy (one side removal of fallopian tube)). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, ovarian cyst, vaginal haemorrhage, fatigue and placenta praevia outcome was unknown and the genital haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, placenta praevia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),gen. Abnormal bleeding discrepancy noted: as per pfs- date(s) of removal: 2010 unilateral salpingectomy, (B)(6) 2013 insertion:(B)(6) 2009, (B)(6) 2012. Implant: date: (B)(6) 2012 (as per mr). Bilateral- 2coils right and left . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Lot number: 910507, manufacturing date: 2011-10, expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2021: pfs and mr received. Reporter's information added. Product's information added.rcc added. New event: pregnancy , device infective, fatigue ,placenta plevia were added.lab data were added. Event:she does not undergo any essure confirmation test were deleted. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and ovarian cyst ("other" please describe: ovarian cysts"). The patient was treated with surgery ((B)(6) 2010 salping. (Unilateral)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia and ovarian cyst outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, ovarian cyst and pelvic pain to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),gen. Abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received events " dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), gen. Abnormal bleeding" were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.